Event description:
Consumer called on behalf of her mother. Mother had placed the patch on her lower back on saturday and wore it for 8 hours. She removed the patch and some skin came off with the patch and skin was also blistered. She treated it with antiseptic and could not sleep all night. She saw her doctor and was diagnosed with 1st and 2nd degree burns.